Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device nhl, pjs: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7081809, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7081598, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, batch: 24900562, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, batch: 25871625, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information confirms that the patient underwent a deep brain stimulation (dbs) explant procedure due to suboptimal lead placement, resulting in inadequate stimulation. The attending physician verified that the lead had been improperly positioned. Despite good faith efforts, the explant reasons for the implantable pulse generator (ipg), lead extension, and burr hole cover remain unknown. Postoperatively, the patient is recovering well without complications. In accordance with facility policy, the explanted device has been retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7081809, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7081598, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, batch: 24900562, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4605c0, model: db-4605-c, batch: 25871625, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7076997, UDI: (B)(4).